Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl, at the time of incidence. Customer drank milk. Customer declined to troubleshoot. Customer was not using auto mode. Customer reported that the sensor failed issue. Customer did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.